Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Prophylactic antibiotics were administered as a precaution and patient had no ill effects. Patient noticed fluid on the floor and on the solution bag line after treatment. Patient stated that the area around the pump module was completely dry. Sample is available.